Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she was sick and she had to undergo surgery to remove essure") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced malaise ("she was sick and she had to undergo surgery to remove essure") and was found to have weight increased ("increase 20 kg"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and malaise outcome was unknown and the weight increased had not resolved. The reporter provided no causality assessment for malaise, medical device removal and weight increased with essure. The reporter commented: the patient commented that essure took away 4 years of health. Most recent follow-up information incorporated above includes: on 22-mar-2019: event outcome updated; the previous event "essure was removed" was updated to " she was sick and she had to undergo surgery to remove essure¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure was removed") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("increase 20 kg"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter provided no causality assessment for medical device removal and weight increased with essure. The reporter commented: the patient commented that essure took away 4 years of health. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.